Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that patient underwent a laparoscopic cholecystectomy on (B)(6) 2024, and suture was used on the dermis. During surgery, when pulling the suture during ligation, it was broken. It was used with the usual way. It was not a control release needle. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Product complaint #(B)(4). H3: evaluation: the product was returned for evaluation. Unopened samples: three samples that pertain to the product code. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. Actual sample: the returned sample determined that it was received, a needle suture in two sections that pertain to product code. Upon visual inspection of the sample received, it was noted that the strand had begun with a degradation process caused by exposure to the environment, this condition caused the suture to be broken. In addition, the top foil was examined and no anomalies were observed. The product code contains an absorbable suture. As the sample was received open, the time of exposure to the environment could not be determined and the functional test could not be performed. No conclusion could be reached as to what may have caused the reported incident. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.